Manufacturer narrative:
Event history was downloaded from the pump and the date commented by the head nurse on september 12 and 13 of 2019 was reviewed but on this date no programmed infusions were found (see event log). During the review of other dates, an infusion start was found related to the commented values but from (B)(6) 2019, this infusion was programmed by channel a, with a volume to be infused (vai) of 500 ml, with a rate of 30 ml / hr flow for a duration of 16 hours 40 minutes. This infusion coincides with the values that the head nurse says must be correct, but the pump was stopped and turned off on september 12, 2019, 16 hours and 5 minutes after an uninterrupted infusion delivering 484.5 ml, pending 15.5 ml. This shows that the device infused correctly, with a correct flow rate according to the medication administered (30 ml / hr). The device did not complete its infusion because it was stopped and turned off by the user 16 hours and 5 minutes later. The head nurse says she found a 500 ml / hr speed programmed but this flow rate was not found in the related events. The device was found programmed with the correct date but the clock 5 hours more than the real time, that is to say that the real time event where the initial programming is located is not 7:16 pm., but it was at 2:16 p.m. (B)(6) 2019. The time the infusion stopped was not at 11:21 a.m., but it was at 6:21 a.m. (B)(6) 2019. Functional tests of the device and the tests associated with the customer complaint were performed. No malfunctions found. The device was found under normal operating conditions. The probable cause was not found.

Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
The event involves a plum 360 with an alleged over infusion of potassium recuperation. The pump was programmed to infuse potassium recuperation with 450cc of saline solution plus 50cc of katrol. The infusion started at 7pm on (B)(6) 2019, with a duration of 16.66 hours. Around 11:30am on (B)(6) 2019, the shift head was informed that the infusion was found to be 500 cc/hr, which is high since it is usually administered at 30 cc/hr. The infusion was stopped, and the pump was turned off. The patient was evaluated and observed to be tachycardic. However, the patient had presented with tachycardia the last 24 hours, but the last minutes before the event was not tachycardic. The customer stated this condition, after doing an electrocardiogram (EKG), was related to a secondary event of hyperkalemia, probably due to an excess of potassium administration. The patient is a (B)(6) year old male, (B)(6) kg, polytrauma traffic accident, including epidural hematoma, maxillofacial trauma, and pneumonia. The patient was administered two vials of calcium gluconate and 10 units of insulin in 100cc of saline were prepared, also 500ml of 50% dextrose infused for half an hour. Electrocardiographic checks were performed and the tachycardia was controlled. The pump was segregated; however, it has generated uncertainty since the time of the infusion had passed from 7pm on (B)(6) 2019 to 11:30am on (B)(6) 2019. The customer stated it is possible that it was an interpretation error, lack of training, or visual error. The doctor has requested the event log to identify how long the pump infused at this rate. Additionally, the customer stated no alarm was generated on the pump, the alarm log was checked, and there were no alarms noted on the date of the event. No other information has been provided.